Event description:
Report received from abbott international affiliate (ai-canada) which states, "blood backup. Following priming of an IV tubing blood was found returning into the tubing, the blood backed up into the lower y-site and leaked out of the clave port. A new IV line was immediately attached." Although requested, no additional information has become available.